Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Replaced broken tip retainer clip. Repairs have returned this instrument to expected operation.